Manufacturer narrative:
Additional information was received indicating that this issue is technique related. Therefore, because a serious injury occurred, this event meets the criteria for reportability per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Please note that while this product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use.

Event description:
In this event it was reported that several patients experienced "severe pain and an abscess at the teeth" after use of ah temp. The outcome is unknown as of this MDR evaluation. However, the potential for medical intervention exists.